Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported obtaining an alleged inaccurate high reading of "115 mg/dl" with the subject meter on an unspecified date/time. The patient informed the cca that she manages her diabetes with oral medication(s) and denied taking any action regarding her usual diabetes management regimen in response to the alleged inaccurate high result. However, the patient reported developing symptom of "sweating" later that day and treating self with food and/or drink. At the time of troubleshooting, the patient also reported that the code number on the subject meter was incorrect. The cca assisted the patient with changing the meter¿s code number. The patient did not have control solution available to test the subject meter. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after obtaining an alleged inaccurate high reading with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.